Manufacturer narrative:
Citation: walczewski m, et al. Simultaneous valve-in-valve procedure and life-saving coronary angioplasty in a patient with low coronary artery ostia. Advances in interventional cardiology. 2021 jun;17(2):234-235. Doi: 10.5114/aic.2021.107511. Epub 2021 jul 9. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature case report regarding a (B)(6) year-old female patient who was admitted to the authors facility for exacerbation of chronic heart failure, vertigo, and syncopal events. Transesophageal and transthoracic echocardiography revealed the patient¿s existing abbott trifecta aortic bioprosthesis was stenotic and calcified. The authors decided to perform valve-in-valve (viv) transcatheter aortic valve implantation (tavi). The pre-operative computed tomography showed a short distance from the existing aortic bioprosthesis to the coronary ostia, so the authors inserted two undeployed drug-eluting stents into the left anterior descending and right coronary arteries as a precaution. Then, viv tavi was performed via right femoral artery access using a 23 mm medtronic evolut r system. Following evolut r implantation, coronary obstruction occurred, and the patient developed ventricular fibrillation and sudden cardiac arrest. Immediately, both drug-eluting stents were deployed, restoring coronary blood flow. After several defibrillation attempts, the patient¿s heart rhythm stabilized. Following closure of the femoral access site, an occlusion of the deep femoral artery was observed on routine angiography, which was successfully treated with a balloon angioplasty. After the procedure, the patient showed no symptoms of heart failure and no neurological defects. No unique device identifier numbers were provided. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Updated data: a4. Patient weight in lbs b5. Additional information received from the corresponding physician/author stated it was the opinion of all the authors that the evolut r valve did not relate directly to the coronary obstruction as this was probably related to the complexity of the valve-in-valve procedure in a patient with a degenerated bioprosthesis and low take off of coronary ostia. Also, the corresponding physician/author reported it was the opinion of all the authors that the enveo r delivery catheter system did not cause or contribute to the deep femoral artery occlusion as this was likely caused by the non-medtronic vascular closure device. D1. Brand name d4. Model #, catalog #, expiration date, lot #, and unique identifier (UDI) # h4. Device mfg date a search of the medtronic global complaint handling database with the provided unique device identifier lot number did not find a pre-existing complaint file for these observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: in the additional information supplemental report: 2025587-2021-02622 follow up number: 001, incorrectly referenced the enveo r delivery catheter system in section the corrected sentence is as follows: also, the corresponding physician/author reported it was the opinion of all the authors that the enveo pro delivery catheter system did not cause or contribute to the deep femoral artery occlusion as this was likely caused by the non-medtronic vascular closure device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.